Event description:
The user facility reported that during gastroenterological endoscopy (ercp), it was found that the distal end of guidewire was fractured. There are currently no schedules to make an incision and remove the fractured piece from the patient's body, and the situation will be monitored for the time being. The fractured piece remains in the patient's body, it was not retrievable. The procedure outcome was not reported.

Manufacturer narrative:
. G4: 510(k): k923607, k926214 since the actual sample was not returned, investigation of it could not be performed. 1. History investigation of the product with the involved product code/lot number · since the lot number was unknown, the manufacturing record and the shipping inspection record could not be investigated. · in the past two years for the product with the involved product code, we have not received any complaints caused by the manufacturing process. 2. Cause of occurrence/conclusion since the lot# was unknown, the manufacturing record and the shipping inspection record of the actual product could not be investigated. In addition, since the actual sample was not returned and investigation of it could not be performed, it was not possible to clarify the cause of occurrence. Relevant IFU reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.